Manufacturer narrative:
Na

Event description:
At a clinic visit in 2009, a stored egm showed noise/ emi on both atrial and ventricular sense /pace configuration. When the lead was connected to new device during ICD change out, hv lead impedance measurement increased. Measurement repeated same result. Lead capped and new lead implanted. Fluro showed rv lead insulation breach due to subclavian crush.